Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased white blood cell (wbc) results generated from alinity hq processing module for one patient. The results provided were:on (B)(6) 2024 sid (B)(6) initial=9.98 10e9/l /repeated=146.0 10e9/llaboratory reference range for wbc=4.0 to 10.0 10e9/l there was no reported impact to patient management.

Manufacturer narrative:
Correction was made to field d2b pro code. The incorrect code of grz was changed to correct code gkz. This was a typographical error correction. Updated information in section d4 primary UDI number to (B)(4). The field service representative (fsr) inspected and determined the failure to drain the wbc cup, causing over dilution. The fsr replaced valve #13, drain valve wbc #1, pinch valve, 2-way nc, 24vdc, list h-35007085-02, which resolved the issue. The review did not identify any adverse trends or abnormal complaint activity. Additionally, labeling was reviewed and adequately addressed the issue under review. Return testing was not completed as returns were not available. A review of the product historical data did not find a product issue related to the complaint incident. Based on the available information no product deficiency of the alinity hq processing module, list number 09p68, serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased white blood cell (wbc) results generated from alinity hq processing module for one patient. The results provided were: on 03jun2024 sid (B)(6), initial=9.98 10e9/l /repeated=146.0 10e9/l laboratory reference range for wbc=4.0 to 10.0 10e9/l there was no reported impact to patient management.